Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. There was no evidence of particulate matter inside or outside the set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brownish black dot was observed inside the patient line of a amia automated pd set with cassette. This was identified prior to use for peritoneal dialysis (pd) therapy. The patient did not attempt to use the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.